Event description:
(B)(4). Ongoing acute pain in the pelvic region concentrated mainly in the area where the fallopian tubes are located but spreading through both front and back and down into my hips. I first attributed this to having the lymph nodes in my groin removed (due to cancer) but it mainly hurts in the tube area. Other side effects: hair loss, brain fog, even more painful periods (it's gotten worse), huge blood clots passed during period, swollen feet, tingling sensations in feet and hands, numbness in feet and hands, loss of libido and when I do have sex, it's very painful, cramping, stabbing pains in pelvic area, vaginal infections